Event description:
A (B)(6) year old female patient called zoll customer support to report that she was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the blue (can l) wire was intermittent in the trunk cable insulation, which prevented the electrode belt from communicating with the monitor. The lack of monitor communication caused the service code 204. The root cause for the intermittent wire could not be positively identified. No adverse event resulted from the intermittent wire. The patient received a replacement electrode belt.